Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿shoulder hemiarthroplasty in the management of humeral head fractures¿ by joseph j. Christoforakis, george m. Kontakis, pavlos g. Katonis, konstantinos stergiopoulos, alexander g hadjipavlou published in the acta orthopaedica belgica, vol. 70 in march, 2004 was reviewed for MDR reportability. The purpose of the article ¿shoulder hemiarthroplasty in the management of humeral head fractures¿ was to assess the results of hemiarthroplasty for shoulder fractures in 26 patients with a follow-up period from two to seven years. Patients received the hemiarthroplasty implants, using a deltopectoral approach in a beach chair position with cement implant fixation in all cases, 0-17 days after the injury, however does not specify dates for the implants. The data was compiled of 26 patients and 9 were depuy global implants. Follow-ups were done post-operatively at 3 months, 6 months, 1 year, and 2 years. The article indicates in one patient there was a definitive lesion of the axillary nerve which led to significant impairment of shoulder function, however this lesion occurred at the time of injury. Another patient had an infection during the immediate post-operative period. This infection was controlled with surgical debridement and antibiotics (IV for 6 weeks and orally for 6 weeks). One further patient developed late infections and a discharging sinus, three years after his operation which was also controlled with antibiotics. At the time of the last follow-up anteroposterior, y, and axillary roentgenographs were taken of all patients. Radiographic assessment focused on both radiolucency with possible loosening of the implant, and healing of the tuberosities. No patient has required revision arthroplasty during the follow-up period. One patient had an infection during the immediate postoperative period which was controlled with surgical debridement and antibiotics (oral and IV). One patient developed late infection and a discharging sinus three years after operation, however was controlled with antibiotics.